Manufacturer narrative:
Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive more information for this case. Additional information as follows was requested at complainant the latest one on october 24, 2017: - the availability of the affected winterthur head - any device identification(s) and control number(s) (ref; lot) of winterthur head which was removed in 2007; - exact event date - explant date - surgical reports - other reports (pns) - all available x-rays during time in- vivo with printed date - all available intraoperative pictures - were there any contributing conditions related to the event? (Ex: trauma, illness, previous surgery, related - noncompliance, patient anatomy) - was the surgical technique for the product utilized? This case has been opened as a previous revision surgery for this patient was mentioned in the documents received for the case (B)(4) (stem breakage and revision in 2017). DHR review: head: as no lot number was provided for the device, the device history records could not be reviewed. Missing device data information has been requested and was not available. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend analysis could be performed as no item number(s) is/are available. Review of event description: patient underwent initial surgery on (B)(6) 2004 with (B)(4) hip implants. During first surgery in 2007 (treated in this complaint), only head was exchanged to merete head (off label use). During second surgery on (B)(6) 2009, head and cup were revised; stem was retained. Later on (B)(6) 2017 alloclassic stem was revised due to implant fracture. Review of received data - surgical report for the operation on (B)(6) 2017, is available for investigation. The information that may affect this investigation is described or summarized below. Diagnosis: fracture of the neck of a cementless titanium total hip arthroplasty on the right side, status after primary tha right hip joint from 2004, status after revision with implantation of a merete head in 2007, status after revision with merete head and cup revision in 2009. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the information received, the product location is unknown. Root cause analysis: neither relevant x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Conclusion summary: it is only known that the patient underwent revision surgery due to unknown reason in 2007. Due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. It has to be mentioned that during this revision surgery a product from another manufacturer ( merete head) was combined with zimmer biomet product (¿off-label use¿). The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
This case has been re-opened. Additional information was received and has been included in this report.: reason and date of the revision surgery. Correction of patient's weight. Updated sections of the investigation: review of event description: patient underwent initial surgery on (B)(6) 2004 with winterthur hip implants. Between (B)(6) 2007 (treated in this complaint) the patient underwent revision due to recurrent dislocations: only the head was exchanged to merete head (off label use). During second surgery on (B)(6) 2009, head and cup were revised; stem was retained. Later on (B)(6) 2017 alloclassic stem was revised due to implant fracture. Conclusion summary: it is only known that the patient underwent revision surgery due to patient experiencing recurrent dislocations in (B)(6) 2007. Due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. It has to be mentioned that during this revision surgery a product from another manufacturer (merete head) was combined with zimmer biomet product (¿off-label use¿). The additional information did not change the previous assessment of the case. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed again. (B)(4).

Event description:
It was now reported that the patient underwent revision surgery in (B)(6) 2007 due to recurrent dislocations. The revision date was entered as (B)(6) 2007 as it was reported that the patient was treated between (B)(6) 2007. Note : the patient underwent other revision surgeries after this incident, captured under (B)(4).

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products according: item: alloclassic sl stem 3 12/14 catalog #: 2843 lot #: 2203617. Investigation results were made available. The following parts of the summary are modified: review of event description: patient underwent initial surgery on (B)(6) 2004 with winterthur hip implants. Between (B)(6) 2007 and (B)(6) 2007 (treated in this complaint) the patient underwent revision due to recurrent dislocations: only the head was exchanged to merete head (off label use). During second surgery on (B)(6) 2009, head and cup were revised; stem was retained. Later on (B)(6) 2017 alloclassic stem was revised due to implant fracture. The addi received on (B)(6) 2018 indicates that the patient experienced dislocation and work accident between (B)(6) 2005 and (B)(6) 2005. Further, it is stated that patient underwent physiotherapy from (B)(6) 2005 to (B)(6) 2005. Conclusion summary: it is only known that the patient underwent revision surgery due to patient experiencing recurrent dislocations in (B)(6) 2007. Patient also had work accident and experienced dislocation between (B)(6) 2005 and (B)(6) 2005. It is possible that these events led to some internal problems in the tha. However, it is unknown whether it had a role in the reported events, since no product and medical notes were present. No other information about the products implanted is available. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an unknown hip head implant on the right side on (B)(6) 2004 and the patient underwent revision surgery on (B)(6) 2007 due to unknown reason. Revision date was taken as first day of 2007 as the exact date is unknown.